Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - g2. No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was reported through a call on emergency support program. A gas loss alarm was reported on a cardiosave intra-aortic balloon pump (iabp). The alarm occurred intermittently, causing the device to enter standby mode. No patient harm was reported. The nurse had previously been advised to unplug and reconnect the helium tubing and restart the device. Despite switching to a new machine, the alarm persisted. The nurse confirmed there was no blood in the tubing, connections were secure, and helium levels were stable. The help screen and iab fill key were not used. After troubleshooting, it was determined that the alarm was likely triggered by changes in intrathoracic pressure due to ventilation with peep of 10 and the use of a bair hugger warming device. The nurse was advised to use the iab fill key instead of repeatedly pressing start and to call back if the issue recurred frequently. No further issues were reported after the support was provided by emergency support program. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint reference - (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon therapy, the balloon pump intermittently would alarm gas leak and would automatically put itself in standby. There was no harm or injury reported.